Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history records revealed no irregularities during the manufacture of reported lot 4181650. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported when drawing up meds it was difficult to move the plunger with a 19 g x 1 1/2 in. Bd nokor¿ filter needle. No medical inerventions were reported.